Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer visit to emergency room and hospitalized due to hyperglycemia as well as diabetic ketoacidosis on (B)(6) 2019 and treated with insulin drip. The customer blood glucose level was 600 mg/dl. The customer was assisted with troubleshoot for high blood glucose. Customer reports insulin pump system has not been in use within 48 hours of reported high blood glucose event. Customer states they have syringes customer only used the insulin pump to treat for high blood glucose. Customer reports they have contacted their health care professional regarding the high blood glucose. Customer alleging possible insulin pump under delivery. Customer states the drive support cap appears normal. Customer reports they were unsure if basal rates was programmed accurately. Customer reports they were unsure if bolus wizard was programmed accurately. Customer reports was not worn during a medical procedure or test around magnetic resonance images. Customer was unable to perform high pressure test at that time. The device will not be returned for analysis.